Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found stretching of the inner and outer coil at the connector region, consistent with procedural damage. Electrical testing did not reveal any conductor fractures. Conductor shorting was observed also consistent with procedural damage.

Event description:
During an implant procedure, the lead was unable to be removed from the connector of the pacemaker. The lead was explanted and replaced. Further information was requested but not received. Related manufacture report number: 2017865-2017-06863.